Event description:
A report was received from a user facility in (B)(4) stating: "sleeves do not pass a 2.2 mm incision and twist. No pt impact, no product returned. This occurred seven times on different days." No further info is available.

Manufacturer narrative:
The facility has discarded the product, it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00131, 00132, 00133, 00134, 00135 and 00136.